Manufacturer narrative:
The report received from the affiliate indicated that during pci, a cypher stent failed to cross the lesion and upon removal of the product from the patient, the distal stent struts were noted uplifted. The target lesion was described as a 99% de novo lesion in the mid rca that was heavily calcified and highly tortuous. The 2.5x18 mm cypher select + stent was delivered to the lesion after pre-dilatation with a tazuna balloon catheter but the cypher product could not cross the target lesion. When the cypher select+ was checked outside the patient, the distal edge of the stent was confirmed to be flared. Therefore, additional pre-dilation was conducted with two balloon catheters (tazuna and legend) and a xience des was implanted in the target lesion instead. Post-dilation was conducted and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. There was no resistance experienced while passing the stent deployment system through the guiding catheter or while tracking the stent deployment system to the lesion. There was resistance experienced while crossing the lesion. The sds was pulled back inside the guiding catheter for removal. There was no resistance experienced while the stent deployment system was withdrawn. It is unknown but possible that excessive force was applied to the device during the attempts made to cross the lesion. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted distal struts may be attributed to the operator's attempt to cross a highly calcified and tortuous lesion. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant devices: gw: fielder, gc: mach1, bc: tazuna, sprinter legend, lifespear, stent: xience. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during pci of a 99% de novo lesion in the mid rca that was heavily calcified and highly tortuous, the 2.5x18mm cypher select + stent was delivered to the lesion after pre-dilatation with a tazuna balloon catheter but would not cross the target lesion. When the cypher select+ was checked outside the patient, the distal edge of the stent was confirmed to be flared. Therefore, additional pre-dilation was conducted with two balloon catheters (tazuna and legend) and a xience des were implanted in the target lesion instead. Post-dilation was conducted and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use. There was no resistance experienced while passing the stent deployment system through the guiding catheter or while tracking the stent deployment system to the lesion. There was resistance experienced while crossing the lesion. The sds was withdrawn with the stent on the balloon. It is most likely the removal was the 1st time. The sds was pulled back inside the guiding catheter. There was no resistance experienced while the stent deployment system was withdrawn. It is unknown but possible that excessive force was applied to the device during insertion but not during the withdrawal.